Event description:
The pt reported that she has experienced moisture around the insulin cartridge and in the cartridge compartment of the infusion device. The pt also stated that parts of the display are "blacked out". The pt did not report any blood glucose concerns. The pt reported that she will switch to her back up infusion device until her replacement device is delivered. The pt also reported air bubbles in her insulin cartridge. The pt examined the insulin cartridge and did not see any cracks or breaks. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.